Event description:
It was reported the patient has not been well for over a year and had angina for several months. Approximately one year and eight months postoperatively, the patient presented and dyspnea on exertion and was found to have calcium and thickening around the annulus with a gradient of 76 mmhg. The valve was explanted, and the pt was reported to be recovering. Additional information has been requested.